Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch report mw5091092 was received on 05dec2019. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due vasodilatory shock. The patient developed unexplained systemic inflammatory response syndrome and hyperthermia following heartmate 3 lvad placement, followed by refractory vasodilatory shock and multi organ failure 2 days after implant. Per the vad coordinator the outcome was not device related; it was related to patient condition. The device was working as expected. No autopsy was performed, the device was not explanted. No further information was provided.